Manufacturer narrative:
The reported event of backup vvi mode was confirmed in the lab. Pacing, sensing, impedance, hv output, and patient notifier were tested and no anomaly was detected. Testing of coding was performed and no anomaly was noted. The cause of the field event remains undetermined.

Event description:
During a follow up in clinic, the device entered back up vvi (bvvi) mode. The device was explanted and replaced during an unrelated procedure to resolve the event. The patient was in stable condition.